Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 29, 2020, olympus medical systems corp. (Omsc) received literature titled "examination of the usefulness of the high-frequency scissor forceps clutch cutter as the 2nd device in esophageal esd". This study was conducted the endoscopic submucosal dissection (esd) for the esophageal tumors on 49 patients between january 2016 and september 2019. The esophageal tumors were resected using the subject device. In the literature, it was reported that 1 perforation has occurred. Based on the available information, detailed information of the subject device was not provided, and there is no description of the relationship between the events and the subject device. However, omsc assumes that the perforation might be related to the subject device since the subject device was used for submucosal resection. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) for the perforation.